Manufacturer narrative:
Apoc incident: # (B)(4) (cartridge). Apoc incident: # (B)(4) (analyzer). The investigation was completed on 04-sep-2025. The customer reported that analyzer s/n (B)(6) was giving discrepant potassium (k) patient results using I-stat chem8+ cartridge lot h25042a, when compared to results obtained from an ed laboratory analyzer. The customer also mentioned that the I-stat analyzer test results were too high. For incident (B)(4): failure analysis could not be performed as analyzer s/n (B)(6) has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Analyzer to be investigated separately in incident# (B)(4). Product#: 04p75-41, description: I-stat 1, sn: (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge and I-stat 1 analyzer sn (B)(6) that yielded a discrepant potassium result on a 64-year-old female patient in for dialysis. There was no additional information at the time of this report. Return product is available for investigation. I-stat sn (B)(6) is being replaced and will be investigated separately. Method date: collected tested: k (mmol/l): sample: I-stat on (B)(6) 2025 , 13:45 , 13:45 , 6.6 , a, I-stat on (B)(6) 2025, 13:49 , 13:49 , 7.3 , b, ed lab on (B)(6) 2025, ni , ni , normal, c. Acutual result not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-jul-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained and returned testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25042a.

Event description:
Na.